Event description:
It was reported that the patient presented at the emergency room with discomfort and pain. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. Cardiac perforation was suspected. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.